Event description:
It was reported that charging cable was damaged and charging supplies were no longer working. There was no reported impact to the customer¿s blood glucose level. Customer was advised that damaged charging supplies would be replaced, and was instructed to use third-party cable if pump battery depleted before replacement supplies were received; no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.